Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an unspecified issue with a pump connector. The existing pump was removed and replaced. The patient's status was not reported. The explanted pump is expected for return. Additional information was received that it was suspected the connector did not stay straight in the patient's body and was continuously chafed by skin causing the connector to wear over time. It was further confirmed there were no patient complications.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of a connector issue was not confirmed via product analysis. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. The allegation of connector issue could not be confirmed as no connectors were returned. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because the device complaint could not be confirmed through product analysis. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an unspecified issue with a pump connector. The existing pump was removed and replaced. The patient's status was not reported. The explanted pump is expected for return. Additional information was received that it was suspected the connector did not stay straight in the patient's body and was continuously chafed by skin causing the connector to wear over time. It was further confirmed there were no patient complications.